Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 721 mg/dl. The customer experienced nausea and vomiting. It was also stated that the customer had an infection. Troubleshooting was not performed as the caller did not have the insulin pump with her at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.